Event description:
A small (5 mm x 3 mm) portion of the distal trocar sleeve of a visiport broke off while removing an endocath device through it during a laparoscopic procedure. It was located in the incision after breaking off, and the piece was retrieved without incident.